Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. Lead provocation testing was performed and the event was not reproducible. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information indicated oversensing was observed on the right ventricular (rv) lead.

Event description:
Additional information received indicated the suspected cause of the event was insulation damage. This was not confirmed via diagnostic imaging. Additionally, the high pacing impedance was resolved without any additional intervention.

Event description:
Corrected information: additional information received indicated abbott technical support and the physician suspect a lead fracture to be the cause of the event and not an insulation failure as previously reported.